Event description:
General report received of an unspecified number of undocumented incidents of pts received less medication than intended. On unspecified dates, the primary tubing sets were being used to deliver unspecified volumes of normal saline, at unspecified rates, via symbiq pumps. At unspecified tissue, the male adapter of unspecified secondary tubing sets were connected to the proximal clave y-site of the primary tubing sets for weight based piggyback deliveries of unspecified concentrations of intravenous immunoglobulin (ivig). No further programming parameters were provided. It was reported that after the secondary medications were delivered, the pumps alarmed for air in line; however, the nurses expected the pumps to alarm for proximal occlusion. It was reported that the ball in the drip chamber of the primary tubing sets were expected to cause the pumps to alarm for proximal occlusion after the volume of secondary medications were delivered. The customer contact reported that the nurses noted columns of air had reached the cassettes and that unspecified volumes of medication remained in the tubing distal to the cassette of the primary tubing sets. It was reported that the air in the primary tubing sets prevented flushing of the remaining medications with normal saline to the pts. The tubing sets were discarded according to the user facility's policy. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.